Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. Investigation results found no damages or deficiencies that would cause irritation at the infusion site. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.